Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to high readings. Also found sensor's cannula bent however, the sensor was returned opened/used. The sensor needle was not returned therefore, unable to confirm needle complaint.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their sensor had a bent cannula and were giving inaccurate readings. Customer also stated that near the sixth day of using the sensors, dried blood would form near the insertion site. Customer's blood glucose level was 156 mg/dl at time of reporting. Nothing further reported.